Manufacturer narrative:
The hill-rom technical support representative performed troubleshooting over the phone with the account. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance disconnect the patient pendant and examine the condition of the connector. Then connect or replace the pendant. Press each of the controls to make sure that they engage the correct function and they do not work intermittently. Each movement must be continuous. Replace the pendant if necessary. Troubleshoot in the event of a doubt. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the hand pendant to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating the head of bed articulation was raising by itself. The bed was located in the ICU at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).